Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2019: hydromorphone with concentration 4 mg/ml at a dose rate of 1.6482 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump and it was reported the pump was explanted and returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that the error code 8476 was being displayed on the patient's personal therapy manager (ptm). It was confirmed that there was no electromagnetic interference present. No symptoms were reported. No further complications have been reported as a result of this event.